Manufacturer narrative:
(B)(4).

Event description:
It was reported that an imaging catheter stuck on guidewire occurred. The target lesion was located in the left anterior descending artery(lad). An opticross¿ 6 imaging catheter was selected for use. During the left heart catheterization, the physician used the opticross¿ 6 to make measurements. At the conclusion of getting images, when physician went to remove the opticross¿ 6, the device was stuck on the non-bsc guidewire. The physician could not get it free, so the physician pulled the non-bsc guidewire and opticross¿ 6 imaging catheter out at the same time. The physician used another device to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a wire stuck in the guide wire exit hole of the catheter and the exit hole has found damaged additionally was encountered a damaged in the distal tip of the catheter. Kinks were observed in the telescope assembly from femoral marker to the proximal end and a kink was observed in the sheath assembly from femoral marker to the proximal end. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that an imaging catheter stuck on guidewire occurred. The target lesion was located in the left anterior descending artery(lad). An opticross¿ 6 imaging catheter was selected for use. During the left heart catheterization, the physician used the opticross¿ 6 to make measurements. At the conclusion of getting images, when physician went to remove the opticross¿ 6, the device was stuck on the non-bsc guidewire. The physician could not get it free, so the physician pulled the non-bsc guidewire and opticross¿ 6 imaging catheter out at the same time. The physician used another device to complete the procedure. No patient complications were reported and the patient's status was fine.